Event description:
Customer called stating that both of her elite meters were reading high. Customer had a reading of 595mg/dl and took insulin. Customer stated that testing with both elite meters produced the same results. Paramedics were called, and they tested her blood glucose at 71mg/dl. Customer had not recently been using this particular meter for testing. Customer requested new meters. Customer service was sending contour meter.